Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon was performing a very low laparoscopic anterior resection, the surgeon wanted to fire the staple under the tumor area on the pelvis of the patient next to the ¿dentate¿ line, where tumor was located approximately two centimeters. The device fired but the staples did not form on the tissue correctly. Most of the staple were poured into the space of the pelvis. So they took the staples manually using a pence. The surgeon controlled the issue he/she wanted to fire and decided to take a bit of tissue from colon to suture it to the anal canal. The surgeon did a colo-anal anastomosis to correct the unfired tissue. The incision was extended more than 1 inch. The surgical time was extended more than thirty minutes. The surgeon decided to bring part of tissue from colon and sutured it manually to the anal canal because there was no any other tissue under the fired area. The problem was resolved.